Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia, diabetic ketoacidosis and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2026, the patient reported losing consciousness without any prior symptoms. An unspecified individual contacted ems, and the patient was transported to the emergency department. Upon ems arrival, the patient¿s bg, measured by meter, was high, while the cgm displayed 220 mg/dl. The patient received intravenous fluids during transport. At the emergency department, the patient¿s bg meter reading was 590 mg/dl, while the cgm continued to read 220 mg/dl. The patient was diagnosed with diabetic ketoacidosis (dka) and treated with intravenous fluids and IV insulin. The cgm sensor was removed as part of the evaluation and treatment process. The patient was discharged on (B)(6) 2026, with a bg meter reading of 116 mg/dl (less than 24 hours). At the time of the report, the patient was described as ¿fine.¿ data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient received intravenous fluids during transport. The reported glucose values fall within the c zone of the parkes error grid the ER department. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.